Event description:
A report was received that the patient underwent an explant procedure. The patient's ipg was not charging due to electrocautery used during a hip replacement procedure. The physician replaced patient's ipg and the patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).